Event description:
During a ptca treatment procedure, deflation difficulties were encountered with the maverick2 monorail 20x2.0 mm balloon. The lesion being treated was at a bifurcation in a tortuous left anterior descending coronary artery. The vessel diameter was 2.75 mm. The maverick2 monorail balloon was being used to pre-dilate the lesion, prior to deployment of an unspecified stent. The balloon was removed and the procedure was completed. No pt injuries or complications were reported.